Event description:
The surgeon was attempting to implant a supprelin la implant into the patient's right arm. The implant would not dislodge from the insertion device and therefore a second implant was needed. Upon inspection of the insertion tool and the original implant it was discovered that the implant was somehow stuck in the device. The second implant was successfully implanted into the patient's right arm.